Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n429631, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal (5000 mcg/ml; 66.56 mcg/day) and morphine intrathecal (5.0 mg/ml; 0.6656 mg/day). The lot numbers, manufacturer/type, and other medication taken at the time of event were not reported. The patient's indication for pump use was intractable spasticity and movement disorders. It was reported that the patient's healthcare provider (hcp) had to operate on the patient 4 times in 2008. The hcp told the patient that the pump was malfunctioning, but a company representative checked the pump and it was working fine. The drug information reported was read from a telemetry print out from (B)(6) 2015. Clarification of the reported malfunction, onset,device information, troubleshooting, actions/interventions, and cause were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer report # 3004209178-2008-06494 for 2 previously reported operations including a catheter replacement on (B)(6) 2008 and pump replacement on (B)(6) 2008.